Event description:
It was reported that on two separate days the right ventricular (rv) lead warning occurred. The rv lead remains in use with no reported intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv tip-ring and rv tip-rv coil impedances steady at 350 and 300 ohms respectively through (B)(6) 2014. Impedance rises out of range (approximately 1200 ohms and 1000 ohms respectively) starting (B)(6) 2014. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2014 for lead impedance and v-sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2014 for v-sic and non-sustained tachycardia. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Multiple episodes with v-v intervals less than 220 ms with an average of 570-570 v-sics per day over the last two-four days.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.